Event description:
The customer reported the system locked up and continued to produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system. The system operates as intended.